Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during ureteroscopic lithotripsy and stone removal, after opening the packaging and injecting saline to activate the guidewire coating, the guidewire was found to be rough and impossible to advance during insertion. The procedure proceeded smoothly after replacement.